Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that a dual lumen 13.5 f hickman line was inserted to enable ecp treatment. Patient reports having had 2 sessions of ecp with out issue. It was said that on the following day the line started to bleed. The patient reportedly revisited the hospital who advised something wasn't right as they could no longer get blood out of either lumen or flush without causing pain and leakage. A lineogramme was arranged which reportedly showed that the line had come completely out of where it had been situated. The hospital allegedly advised the patient that the disc that attaches the line to her chest was still in place and the stitches were holding the disc securely. The problem seems to have been that the loop holding the tube to the disc had split which meant the line was free to move. The line was removed and the patient will need another placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter malposition is inconclusive, due to poor sample condition. Five photographs of what appears to be the alleged 13.5 fr dual lumen hickman hemodialysis catheter were returned for evaluation. An initial visual observation of the photographs showed the catheter inserted into the patient¿s chest with a clear dressing over the insertion site, and blood residue could be seen on large portion of the dressing. Blood residue could also be seen on the exposed portion of the catheter and on the suture wing. It could be seen that the guardiva dressing was placed on top of the catheter at the insertion site, instead of around the catheter. Suturing material could be seen on each side of the suture wing, but no sutures could be seen on the distal side of the suture wing. The proximal side of the suture wing was beneath the dressing and could not be seen in any of the returned photographs. No damage could be seen on the catheter or suture wing in any of the returned photographs. The product IFU states: ¿suture catheter at exit site. Note: for dual lumen catheters, the attachable suture wing may be used to secure the catheter. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure wing in place using sutures or adhesive wound closures. Secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Avoid tension on the catheter segment to prevent dislodging the catheter.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that a dual lumen 13.5 f hickman line was inserted to enable ecp treatment. Patient reports having had 2 sessions of ecp with out issue. It was said that on the following day the line started to bleed. The patient reportedly revisited the hospital who advised something wasn't right as they could no longer get blood out of either lumen or flush without causing pain and leakage. A lineogramme was arranged which reportedly showed that the line had come completely out of where it had been situated. The hospital allegedly advised the patient that the disc that attaches the line to her chest was still in place and the stitches were holding the disc securely. The problem seems to have been that the loop holding the tube to the disc had split which meant the line was free to move. The line was removed and the patient will need another placed.